Manufacturer narrative:
Patient identifier, age, weight are unknown. Implanted and explanted dates are unknown. The implant failure modes, failure/ loss of osseo-integration and lack of primary stability are not product related and rather are attributed to patient contraindications, conditions, or clinician error in surgical protocol. No product investigation or corrective actions required. Complaints will continue to be trended.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.